Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's host computer was not starting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the host computer unable to start. Review of the logfiles showed that the system was down for a certain time which confirmed the malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the led¿s on the back of host pc was not turning on and found no communication with host pc and which gave an error. Fse replaced the host pc and the drive but the host pc cover was damaged and the front usb was not working which is defoa. Replacement pc was ordered again. Fse replaced the new host pc and reused the os drive and got new license after the replacement of new host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.